Manufacturer narrative:
E1:patient city: (B)(6) patient country: colombia. E1: name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia on 7 may 2026. The blood glucose was 320mg/dl and the patient was treated with insulin injection.